Event description:
While attempting an elbow fracture fixation using partially-threaded guide wires, two wires broke as the surgeon attempted to extract and relocate the wires. As a result of this breakage, two threaded portions of the wire remained in situ. The removed sections of wires were disposed of in a 'sharp bin' by hosp staff.